Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the video system center exhibited no image intermittently due to defective video connector. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added on fields: d8 and h6. Correction on field: d5, e1/e2/e3, g2 (user should be removed as the reportable malfunction was found during evaluation not by the user) a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured.   Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that there was no image occasionally due to a defective video connector. Olympus will continue to monitor field performance for this device.